Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter mitral valve in valve replacement (viv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 ultra valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (basilica procedure resulting in an unintended 'hole') likely resulted in the malposition of the initial valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a mitral valve in valve (viv) procedure, a 26mm sapien 3 ultra valve was planned to be deployed in a failing surgical valve. Due to the low coronary anatomy, it was determined that a basilica procedure (tearing of the left coronary leaflet of the surgical valve) was needed prior to the implant of the sapien 3 ultra valve. The basilica was performed due to the elevated risk of coronary obstruction during a viv. The sapien 3 ultra valve was deployed after much trouble with the basilica. Post deployment, the valve looked oddly out of position relative to the surgical valve. It was discovered that sapien 3 ultra valve had been deployed into a hole that was accidentally made during the basilica between the aorta and the left atrium. The patient was stable, and it was felt that the procedure should be continued, and a second 26mm sapien 3 ultra valve be deployed to fix the surgical valve. After the second valve was successfully deployed into the surgical valve, the patient became hypotensive. Under angiography, it was confirmed that the left coronary was occluded. The patient subsequently became very unstable despite CPR and expired during the procedure.

Manufacturer narrative:
Additional information: section h10. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01295.

Event description:
As reported, during an aortic valve in valve (viv) procedure, a 26mm sapien 3 ultra valve was planned to be deployed in a failing surgical valve. Due to the low coronary anatomy, it was determined that a basilica procedure (tearing of the left coronary leaflet of the surgical valve) was needed prior to the implant of the sapien 3 ultra valve. The basilica was performed due to the elevated risk of coronary obstruction during a viv. The sapien 3 ultra valve was deployed after much trouble with the basilica. Post deployment, the valve looked oddly out of position relative to the surgical valve. It was discovered that sapien 3 ultra valve had been deployed into a hole that was accidentally made during the basilica between the aorta and the left atrium. The patient was stable, and it was felt that the procedure should be continued, and a second 26mm sapien 3 ultra valve be deployed to fix the surgical valve. After the second valve was successfully deployed into the surgical valve, the patient became hypotensive. Under angiography, it was confirmed that the left coronary was occluded. The patient subsequently became very unstable despite CPR and expired during the procedure.

Manufacturer narrative:
Corrected information: section b5. The event was previously reported as a mitral valve in valve procedure. The valve in valve procedure was performed on the aortic valve. The information in section b5 has been corrected.